Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit had a flow that was too low to continue the procedure. There were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of insufficient insufflation to maintain the cavity. During aspiration, the flow is not exceeding 6l/min even if it is set to maximum was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the events could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflation unit had insufficient insufflation to maintain the cavity. During aspiration, the flow is not exceeding 6l/min even if it is set to maximum. The event occurred before procedure.